Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3086, scs lead, therapy date: unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00904. On (B)(6) 2019, the patient was scheduled to undergo a permanent scs implant procedure. Intra-op, x-rays were taken and a portion of one of the patient's trial leads was found to still be implanted in the patient. The patient's husband had cut one of the patient's trial leads prior to the patient undergoing the permanent scs implant procedure. A portion of the lead that was cut was disposed of. The portion of the trial lead that remained implanted was removed and a permanent scs system was implanted successfully. Note: both of the patient's trial leads are being reported because it is unknown which device the event is related to.